Event description:
Pt was undergoing a laparoscopic hernia repair. After 4-5 pumps of the insufflating bulb, the balloon suddenly lost pressure and failed to deploy. The balloon dissector was withdrawn from the abdomen. The physician noted that the balloon was leaking air. A trocar and laparoscope were inserted and it was noted that the peritoneum had ruptured with a large midline strip hanging loose in the abdomen. A peritoneal repair was done without further incident. MFR representative present during incident. Immediate follow-up done. The balloon was returned to the MFR. Awaiting for follow-up report.